Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004632, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004632 was manufactured according to the work instruction (wi) version 111 and packaging in the machine multivac 10 on 08-dec-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3l04893 was manufactured according to the wi version 33 and manufactured in the machine ls24-ls25, on 06-dec-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3l04897 was manufactured according to the wi version 33 and manufactured in the machine ls07-ls06, on 05-dec-2023, with a total of (B)(4) units. The sub-assembly, tube connector of the lot 3l04884 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 05-dec-2023, with a total of (B)(4) units. The sub-assembly, tube connector of the lot 3l04886 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 07-dec-2023, with a total of (B)(4) units. The sub-assembly, tube connector of the lot 3l04883 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 04-dec-2023, with a total of (B)(4) units. The sub-assembly, tube connector of the lot 3l04887 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 08-dec-2023, with a total of (B)(4) units. The sub-assembly, tube connector of the lot 3l04888 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 09-dec-2023, with a total of (B)(4) units. The sub-assembly, tube connector of the lot 3m01200 was manufactured according to the wi version 36 and manufactured in the machine gluing 3, on 10-dec-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.